Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 539 mg/dl; cause was not known. Ketones were high. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketone level was identified as being dangerous by a healthcare provider. Intravenous fluids/insulin were administered. Bg/dka were resolved. Customer had not yet been discharged at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.